Manufacturer narrative:
Medical device expiration date: na. The event described occurred on an ce-ivd instrument, but it is considered to be substantially similar to the legally u.s. Marketed ivd version of the instrument. The ivd instrument¿s 510k has been reported. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing with bd facslyric¿ carryover occurred. There was no report of patient impact. The following information was provided by the initial reporter: excessive carryover there was no report of erroneous results occurring.

Manufacturer narrative:
H6: investigation summary ¿ scope of issue: the scope of issue is only limited to facslyric 3l10c instrument, part # 659180, serial # (B)(6). ¿ problem statement: customer reported a complaint regarding the instrument producing carry over. ¿ manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 22feb2021 to date 22feb2022. ¿ complaint trend: there are 12 complaints related to the issue of carry over. Date range from 22feb2021 to date 22feb2022. ¿ manufacturing device history record (DHR) review: DHR part #659180 serial # (B)(6) , file # 659180-659180-r659180000167-105590959-17, was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the carryover could not be determined. The customer had initially reported that the instrument was exhibiting carryover and an fse (field service engineer) was sent onsite for the repair. The fse checked the instrument sub systems, sit depth, and sit flush volume which were all within specifications. They then ran the clients carryover tests and abort rate checks which both passed. The instrument was determined to be functioning as expected. No parts were requested for evaluation as there were no parts replaced. Although the unexpected results were from patient samples for clinical use, no patient was treated nor harmed from incorrect results. The results were captured prior to any diagnosis decision and was reported to bd as not expected. There was no delay in patient treatment due to any unexpected results. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: 02343489, case # (B)(4). Install date: 04jun2018. Defective part number: n/a. Work order notes: o subject / reported: excessive carryover. O problem description: excessive carryover. O work performed: checked sub systems, checked sit depth, checked sit flush volume ex sit, all fine, ran clients carryover test, no carryover, ran abort rate check, all fine, system suitable for use. O cause: discussed with client on method check for ensuring system veracity. O solution: as above. ¿ returned sample evaluation: a return sample was not requested because no parts were replaced. ¿ risk analysis: risk management file part # 10000063058ra, rev. 07/vers. Aa, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes or no? O azure ID: (B)(4). O ID: libivd-ra-256 3.1.34. O reg status: ivd; ruo. O hazard: incorrect data. Source: flow cell fmea. O cause: tubing or port detail diameters at spec extremes, causing misalignment. O harmful effects: 1. Unacceptable carryover. 2. Potential incorrect results. O risk control: sample carryover testing to confirm the sample carryover level to specifications. O req link (azure ID): n/a. O implementation verification: lsvn-1013-dp sample carryover. O effectiveness verification: lsvn-1013-dr. O probability: 1. O severity: 3. O risk index: 3. O residual risk evaluation: a. O new hazards: none. Mitigation(s) sufficient: yes or no? ¿ root cause: based on the investigation results the root cause of the carryover could not be determined. ¿ conclusion: based on the investigation results the root cause of the carryover could not be determined. The fse inspected the sub systems, sit depth, sit flush volume, and found that there were no issues with the instrument and no instances of carryover. An abort test was performed, which passed, and the instrument was determined to be functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. The safety risk of this hazard has been identified to be within the acceptable level.

Event description:
It was reported while testing with bd facslyric¿ carryover occurred. There was no report of patient impact. The following information was provided by the initial reporter: excessive carryover. There was no report of erroneous results occurring.